Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The remote service engineer (rse) confirmed the error in the logs. Onsite service was cancelled. The customer sent the unit to a third party for repairs. No further service provided by philips. Onsite service was cancelled. The customer sent the unit to a third party for repairs. No further service provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.